Event description:
A us distributor reported that a patient was experiencing "adjust/check belt" messages and had a damaged te pad.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿adjust/check belt¿ messages, damaged te pad) was confirmed due to the lead-1 pulse wire being pinched at the ECG ¿c&d¿ cable. The belt did not pass falloff testing and the ecgs were non-functional. The root cause for the pinched wire was unable to be positively identified. There was no adverse event that resulted from the damaged belt.